Event description:
It was reported that, while doing the volume test, the unit is continuously beeping. The event occurred during testing. There was no patient involvement. Evaluation of the returned device confirmed the alarm was due to a faulty downstream occlusion sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed multiple instances of high alarm displayed: downstream occlusion. Functional testing confirmed the reported issue. The cause was traced to a faulty downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue. The device passed all testing after preventative maintenance was performed.